Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient felt pain near the pocket and presented to the clinic. It was noted that the pulse generator had migrated since implant. No intervention was reported.